Event description:
It was reported that in anesthesia when inserted the swg through the introducer needle, resistance was met and the swg could not be advanced any further. As a result the user attempted to remove it, and in doing so, the swg tip detached from the core. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. It was noted that although the introducer needle wads inserted into the patient, the swg did not come in contact with the patient. Note: a caution was noted that the patient was infected with (B)(6).

Manufacturer narrative:
(B)(4).